Manufacturer narrative:
Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section g4 - PMA/510(k) #: this report is being filed on an international device; tecnis® toric 1-piece, model zcw that has a similar device, tecnis® toric 1-piece model zct which is distributed in the united states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the physician found a small scratch on the optical edge of the toric intraocular lens (iol) after it was implanted in the patient's eye. Issue was noted during irrigation/aspiration. The physician determined that there was no impact on the optical performance, the iol was left in place, and the surgery was completed. No patient injury was reported. No medical intervention was required. No further information was provided.